Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failures were caused by damaged and missing ball bearings in the drawer slide mechanisms. A field service engineer (fse) identified that the ball bearing cage was blown out on the half-height cubie drawer 5-1 on the main unit and replaced the drawer with a new unit, followed by reconfiguration. The fse also identified another issue with drawer 3-2, where a bearing was missing in the slide rails. The following day, the fse returned with a replacement half-height cubie drawer, removed the defective drawer 3, and installed the new unit to restore functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.2 had failed and required maintenance. The customer attempted troubleshooting by rebooting the station and trying to recover the storage; however the problem persisted. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.